Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menses irregular with excessive bleeding (patient with heavy menses, with clots, double pads, greater than 1 box/cycle), fibroids (uterine fibroid leiomyoma), dysmenorrhea, breast cancer, ovarian cancer, nabothian cyst, myalgia of lower extremities, vein varicose, menometrorrhagia, dysfunctional uterine bleeding, dysplasia, constipation, umbilical hernia, abdominal distension, vaginal bleeding, deep vein thrombosis, urinary tract disorder, vaginal irritation, dysuria, acute vaginitis, stress incontinence, femoral artery embolism, thrombosis venous and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy; bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: omental to anterior abdominal wall adhesions-omental enterolysis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: per umbilical thickening/small fluid collection superior to the umbilicus within the fat of the anterior abdominal wall probably representing small focal cellulitis. No associated air bubbles or air fluid level is seen. Clinical monitoring to ensure resolution is recommended. No intraabdominal or pelvic masses, lymphadenopathy or inflammatory changes are seen. Mild fatty infiltration of the liver is seen. Mild constipation is noted. Intrauterine device is noted in place. Follicular cysts of both ovaries are noted.. Hysterosalpingogram - on (B)(6) 2011: result: essure tubes are in place. Pathology test - on (B)(6) 2018: final diagnosis: cervix, uterus, and bilateral fallopian tubes with essure devices, total hysterectomy and bilateral salpingectomy (weight 98 g): disordered proliferative endometrium with metaplastic changes and focal areas consistent with prior ablation. Adenomyosis. Uterine serosa with adhesions. Cervix with chronic and acute cervicitis, nabothian cysts, and squamous metaplasia. Fallopian tubes with focal paratubal cysts; otherwise unremarkable. Negative for dysplasia, hyperplasia, and malignancy. Ultrasound scan vagina - on (B)(6) 2016: clinical history: ovarian cyst adnexa: simple bilateral ovarian cysts, largest is on the right measures 23 mm bilateral essure coils. Concerning injuries reported in this case the following ones were confirmed in patient medical records: pelvic pain and menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 809009) inserted for female sterilisation. The patient's medical history included menses irregular with excessive bleeding (patient with heavy menses, with clots, double pads, greater than 1 box/cycle), fibroids (uterine fibroid leiomyoma), dysmenorrhea, breast cancer, ovarian cancer, nabothian cyst, myalgia of lower extremities, vein varicose, menometrorrhagia, dysfunctional uterine bleeding, dysplasia, constipation, umbilical hernia, abdominal distension, vaginal bleeding, deep vein thrombosis, urinary tract disorder, vaginal irritation, dysuria, acute vaginitis, stress incontinence, femoral artery embolism, thrombosis venous, urinary tract infection, iron deficiency anemia and twin pregnancy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy; bilateral salpingectomy and ablation). Essure was removed on 17-aug-2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: omental to anterior abdominal wall adhesions-omental enterolysis. Two coils were noted. In the right tube, repeated in a similar fashion, with 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 23-sep-2014: impression:: 1. Per umbilical thickening/small fluid collection superior to the umbilicus within the fat of the anterior abdomlinal wall probably representing small focal cellulitis. No associated air bubbles or air fluid level is seen. Clinical monitoring to ensure resolution is recommended. 2. No intraabdominal or pelvic masses, lymphadenopathy or inflammatory changes are seen. Mild fatty infiltration of the liver is seen. 3. Mild constipation is noted. 4. Intrauterine device is noted in place. Follicular cysts of both ovaries are noted.. Hysterosalpingogram - on (B)(6) 2011: result: essure tubes are in place.. Pathology test - on (B)(6) 2018: final diagnosis: cervix, uterus, and bilateral fallopian tubes with essure devices, total hysterectomy and bilateral salpingectomy (weight 98 g): -disordered proliferative endometrium with metaplastic changes and focal areas consistent with prior ablation. -adenomyosis. -uterine serosa with adhesions. -cervix with chronic and acute cervicitis, nabothian cysts, and squamous metaplasia. -fallopian tubes with focal paratubal cysts; otherwise unremarkable. -negative for dysplasia, hyperplasia, and malignancy.. Ultrasound scan vagina - on (B)(6) 2016: clinical history: ovarian cyst adnexa: simple bilateral ovarian cysts, largest is on the right measures 23 mm bilateral essure coils.. Concerning injuries reported in this case the following ones were confirmed in patient medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 809009) inserted for female sterilisation. The patient's medical history included menses irregular with excessive bleeding (patient with heavy menses, with clots, double pads, greater than 1 box/cycle), fibroids (uterine fibroid leiomyoma), dysmenorrhea, breast cancer, ovarian cancer, nabothian cyst, myalgia of lower extremities, vein varicose, menometrorrhagia, dysfunctional uterine bleeding, dysplasia, constipation, umbilical hernia, abdominal distension, vaginal bleeding, deep vein thrombosis, urinary tract disorder, vaginal irritation, dysuria, acute vaginitis, stress incontinence, femoral artery embolism, thrombosis venous, urinary tract infection, iron deficiency anemia and twin pregnancy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy; bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: omental to anterior abdominal wall adhesions-omental enterolysis. Two coils were noted. In the right tube, repeated in a similar fashion, with 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression:: 1. Per umbilical thickening/small fluid collection superior to the umbilicus within the fat of the anterior abdomlinal wall probably representing small focal cellulitis. No associated air bubbles or air fluid level is seen. Clinical monitoring to ensure resolution is recommended. 2. No intraabdominal or pelvic masses, lymphadenopathy or inflammatory changes are seen. Mild fatty infiltration of the liver is seen. 3. Mild constipation is noted. 4. Intrauterine device is noted in place. Follicular cysts of both ovaries are noted.. Hysterosalpingogram - on (B)(6) 2011: result: essure tubes are in place.. Pathology test - on (B)(6) 2018: final diagnosis: cervix, uterus, and bilateral fallopian tubes with essure devices, total hysterectomy and bilateral salpingectomy (weight 98 g): -disordered proliferative endometrium with metaplastic changes and focal areas consistent with prior ablation. -adenomyosis. -uterine serosa with adhesions. -cervix with chronic and acute cervicitis, nabothian cysts, and squamous metaplasia. -fallopian tubes with focal paratubal cysts; otherwise unremarkable. -negative for dysplasia, hyperplasia, and malignancy. Ultrasound scan vagina - on (B)(6) 2016: clinical history: ovarian cyst adnexa: simple bilateral ovarian cysts, largest is on the right measures 23 mm bilateral essure coils. Concerning injuries reported in this case the following ones were confirmed in patient medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.